Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Medical records were not provided for review. Images were provided and reviewed. Based on the images provided, due to the image quality, the number of filter legs and arms could not be counted. Therefore, the investigation is inconclusive for detachment. Additionally, the investigation is inconclusive for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated struts into organs, tilted and embedded in the wall of the ivc, and a detached limb unable to be retrieved. The device was removed percutaneously. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava, struts perforated into organs, and a detached limb was unable to be retrieved. The device was removed percutaneously. A detached limb remains in the stomach area.the status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Post filter implant, an abdomen single view revealed one of the filter limbs appears to have been fractured and was displaced. The next day, a computed tomography abdomen and pelvis revealed the filter within the inferior vena cava and the inferior struts appear to extend extraluminal. Around three months later, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. Arteriogram demonstrated the filter within the lumen of the vena cava. There was a piece of the filter that was separated from the filter. This was a limb or branch that appeared to be outside the plane of the vena cava. Next the right femoral vein was then cannulated with an 18-french sheath. Using a grasping device, the filter was grasped and removed completely except fractured limb that was extravascular. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter tilt and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation. Medical records were not provided for review. Images were provided and reviewed. Based on the images provided, due to the image quality, the number of filter legs and arms could not be counted. Therefore, the investigation is inconclusive for detachment. Additionally, the investigation is inconclusive for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated struts into organs, tilted and embedded in the wall of the ivc, and a detached limb unable to be retrieved. The device was removed percutaneously. The status of the patient is unknown.